Event description:
It was reported that the device will not power on with new battery. Mo additional information.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 26-may-2022 via email file (B)(6), stating that event did not occur while in use by patient. Found during testing

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A device was received for evaluation. Visual inspection showed tamper seal had not be removed or broken but the front panel was bowed. During functional testing, the reported problem was duplicated. Installed test battery and battery holder and attempted to power on device. Root cause was found to be a faulty main board. Replaced main alarm printed circuit board.